Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were diameter of valsalva 32mm, height of valsalva was 20mm, perimeter of annulus 83.9mm and ascending aorta diameter 32mm. The length of the membranous septum was 2.5 and there was no calcification was confirmed from the annulus to the sub-valvular to left ventricular outflow tract (lvot). A pre-balloon aortic valvuloplasty (bav) was performed with a 22mm balloon. During valve deployment, aortic regurgitation (ar) got worsened, suspecting the position and course of the non-abbott wire during the deployment of the first valve. The delivery system was withdrawn from the body, and reloading was performed. The implant depth was 8mm on the non-coronary cusp (ncc) and 8mm on the left coronary cusp (lcc). When attempting to deploy the second 29mm navitor vision valve, ar again worsened similarly to the first attempt. The implant depth was 4mm on the ncc and 4mm on the lcc. The preoperative ar was mild, but during 80% deployment, ar was assessed as moderate to severe. It was determined that valve implantation would be difficult under these conditions, so the procedure was aborted without valve implantation. After removal of the second valve, ar was improved to mild as before surgery, and the patient's condition was stabilized. The preoperative ar was moderate and remained unchanged at the end. During the first valve deployment, a complete atrioventricular block (cavb) occurred during the first valve deployment. The patient was transferred to the intensive care unit (ICU) with external pacing still in place, as the block persisted until the end of the procedure. On (B)(6) 2025, the patient had worsening of aortic regurgitation and an emergency transcatheter aortic valve implantation (tavi) was performed with a non-abbott device. Therefore, the hospital stay was extended. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
An event of worsening aortic regurgitation during navitor implant was reported. The valve was removed from patient due to suspected poor positioning and course of the non-abbott wire. Also reported that a complete atrioventricular block occurred during deployment. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The reported unexpected medical intervention was due to case-specific circumstances. The patient was transferred to the intensive care unit with external pacing still in place, as the block persisted until the end of the procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.